Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that during a normal generator change out procedure, the electrode was found to be difficult to remove from the subcutaneous implantable cardioverter defibrillator (s-ICD) header due to the screw being blocked. The electrode was able to be disconnected from the header and used with the newly implanted s-ICD. No adverse patient effects were reported.